Manufacturer narrative:
Handpiece 05509 (housing broken, charging socket knocked out, does no longer hold the cable) defect, replaced with 10799. Connect locate 02716 after check and test measurement, no error found.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause, contribute to a serious injury, require medical, or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a vdw. Connect locate apex locator gave incorrect measurements; no injury resulted.